Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass procedure, while transecting the bowel, the stapler was pulled for two handle squeezes. The surgeon was unable to advance the reload after this. The staple line was incomplete centrally. There was no cracking of the handle. The surgeon retracted the reload, cleared out the staple reloads and trs, and used a new reload to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #n2e0639y) unk-sigadapt, unknown signia egia adapter, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.